Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture," and "capsular contracture" baker grade unknown.

Event description:
Healthcare professional reported "rupture," "peripheral calcification," and "capsular contracture" baker grade unknown against the right side device. Also reported "lump" which was determined to be not device-related. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, white particles in the shell and opening on posterior. A visual and microscopic analysis was performed which identified: crease sharp opening on posterior, stress marks and wear abrasion. Base on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening

Event description:
Healthcare professional reported "rupture," "peripheral calcification," and "capsular contracture" baker grade IV against the right side device. Also reported "lump" which was determined to be not device-related. The device has been explanted.